Event description:
The facility initially reported an infusion pump that overdelivered kcl during patient infusion. Additional information was obtained by baxter. A facility representative stated that in 2008, a nurse programmed 20 meq of kcl per 100 ml to infuse over a 2 hour period of time. The nurse began the infusion and returned at 1:00 pm approx 20 minutes after infusion had begun and noted that the bag was empty, but still registered 82 ml remaining. The facility representative stated that no death or serious injury occurred and that no medical intervention was necessary. The representative stated that the patient was "ok" after the incident. Vital signs were reported to be normal after the incident and no arrhythmias were noted. The kcl blood concentration was noted to be 4.1, however, the reporter did not deny that patient injury or medical intervention may have occurred. No additional information or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation, or if additional information becomes available.